Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 lvas, serial number (B)(4), cannot be conclusively determined through this evaluation. The account communicated, that the patient expired on (B)(6) 2020. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Heartmate 3 lvas, serial number (B)(4), will not be returning for evaluation, as it was not explanted. And no autopsy was performed. No further information was able to be provided by the account. The heartmate 3 lvas instructions for use; lists death as an adverse event, that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed, and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Reported email: (B)(6).

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2020. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.